Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the super arrow-flex (saf) sheath was inserted into the pt's femoral artery. The md could not advance the iab through the saf sheath. The md requested another iab for the insertion. Reference MDR # 1219856-2010-00212 for the second event involving the same pt.